Event description:
On (B)(6) 2014, the reporter contacted animas stating on (B)(6) 2014 around 9am, a new cartridge was filled with 150 units of insulin and then inserted. At 8:36pm, a ¿low cartridge¿ alarm was reportedly emitted by the pump when there were 74 units in the cartridge. The reporter stated that the current cartridge reading was 57 units and was the same cartridge. There was reportedly no cartridge change in between the readings. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.